Event description:
It was reported that removal difficulty was encountered. A 300 cm st mailman guide wire was selected for use. However, during procedure, the wire became stuck in the clot and could not be removed. When the physician pulled on the wire, it finally came out in tact, however the wire had all kinds of clot stuck to it. No further effect to the patient was reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Unit returned with its original pouch batch 22782746. The device has its distal tip stretched. The outer diameter (od) of the middle and proximal sections of the device were within specifications; however, the overall length and the od of the distal tip could not be performed because of the condition of the device.

Event description:
It was reported that removal difficulty was encountered. A 300 cm st mailman guide wire was selected for use. However, during procedure, the wire became stuck in the clot and could not be removed. When the physician pulled on the wire, it finally came out in tact, however the wire had all kinds of clot stuck to it. No further effect to the patient was reported.